Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The legal manufacturer reviewed the contents of this complaint. The legal manufacturer reported that the unit was delivered to the customer on (B)(6) 2008 . As the results of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation. The legal manufacturer referred the customer to the IFU as confirmation of contents described in the instruction manual when checking the content of instructions on important information ¿ please read before use when the products were shipped, it was confirmed that the following entries were made. Do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. Doing so could damage the cable.

Manufacturer narrative:
This supplemental report is being submitted to report the device evaluation results and additional information from the legal manufacturer. The unit was returned to the service center for evaluation. Estimation findings confirmed user request "it has no picture at all" image cuts on and off due to faulty ccd unit. Also found a shortage in cable causing an intermittent horizontal streaks on image. In addition, the legal manufacturer reviewed the contents of this complaint. The legal manufacturer reported that the root cause has not been identified. However, the legal manufacturer reported that the probable cause for the reported event was as follows: improper handling by the user might have applied the excessive stress to the cable. The damage to the cable unit could have caused failure to display the endoscopic images. The excessive stress might have been applied to the head part, causing damage to the ccd unit. That could have resulted in failure to display the endoscopic images. "

Manufacturer narrative:
As part of our investigation, the service center followed up with the user facility to obtain additional information regarding the reported event and was informed that the customer did not confirm if the camera head was compatible with the ancillary equipment being used. The device was returned to the user facility, and is pending evaluation. The cause of the reported event cannot be determined at this time.

Event description:
The service center was informed that during preparation for use, the camera would not display an image. The scheduled unspecified procedure was completed without delay. There were no other devices replaced during the procedure. There was no patient injury reported.